Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. The device part details were not received for investigation, therefore manufacturing record review and full assessment of the reported event cannot be performed. No medical documentation or information was provided for investigation. The reported event cannot be assessed and a thorough medical assessment cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to adverse tissue reaction from metal on metal implant, significant amount of fluid and heterotopic bone. During the revision, the head and sleeve were removed. The stem and cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported pain and MRI findings of thick fluid and debris, tearing of the gluteal tendons and ossification around the trochanter along with intraoperative findings of clear yellow fluid, necrotic tissue and metal debris surrounding the trunnion with heterotopic bone may be consistent with findings associated with metal debris and trunnionosis. Without the supporting pathology results, imaging and/or the analysis of the explanted components the root cause of the reported pain, metal debris and trunnionosis cannot be confirmed and it cannot be concluded that the source of reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. In conclusion, based on the available information, the root cause for the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed it is a known complication of joint surgeries and is related to the procedure and not the device. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: b5, d1, d4, d11, e4 and h4.

Event description:
It was reported that left hip revision surgery was performed due to adverse tissue reaction from metal on metal implant, significant amount of fluid, heterotopic bone.

Event description:
It was reported that left hip revision surgery was performed.